Event description:
It was reported that after the successful use of a samaritan AED (automated external defibrillator) to resuscitate a patient the AED advised shocks that the reporter thought were inappropriate and could pose a risk if a lay user was involved.

Manufacturer narrative:
The unit has not been returned for evaluation by the company at this date. ECG recorded during the time of the events has been analyzed. The shock advised decisions have been initially assessed as due to artifact (source unknown at this time). Concerns of lay user risk being assessed in risk analysis to be finalized with the austrian competent authority. This report has been disseminated by the austrian competent authority in competent authority report, at-2006-11-02-001. An information letter to customers has been sent by the austrian competent authority. Heartsine technologies is cooperating with the competent authority to reach a resolution regarding the reporter's concerns of inappropriate treatment by non-medical professionals. Additional information will be submitted when available and/or the device has been returned for evaluation in our facility.